Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. The reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2017 with the following findings: a review of the pump black box data indicated multiple pump reboots after cs 128 battery alarms. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The returned battery cap was undamaged and secured properly to the pump; no power loss or interruptions were observed during investigation. The pump case was removed and evidence of moisture corrosion was found to the printed circuit board inside the pump. The complaint of a power issue was shown in the pump history but was not able to be duplicated or confirmed.